Event description:
It was reported that (1) hs002 was used during a tonsillectomy procedure. It was reported by the rep that the product was not defective as it was not used correctly. The hs002 blade was used without hs002 adapter. The surgeon heard about the harmonic scalpel for tonsils. The surgeon went to another hosp and asked for the harmonic scalpel. The surgeon had never used it before and the staff was not familiar with the use of device for tonsils. No other surgeon or ear, nose, throat is using it for tonsillectomy at the hosp. The hosp does not stock dh105 or dh145 so they gave the surgeon hs002 blade without the hs002 adaptor over the blade. The pt has burns on both sides of the mouth.